Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult tts leaked. Reported four more trachs have started to leak while in use with the patient. They last for a various amount of days before starting to leak ranging from 2-10 days. This is causing concern for the customers and they feel unsafe using the devices.